Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7065816; medical device expiration date: 08/31/2018; device manufacture date: 03/06/2017; medical device lot #: 6350555; medical device expiration date: 06/30/2018; device manufacture date: 12/15/2016; medical device lot #: 7122912; medical device expiration date: 10/31/2018; device manufacture date: 05/02/2017; medical device lot #: 7065816; medical device expiration date: 08/31/2018; device manufacture date: 03/06/2017; medical device lot #: 6350555; medical device expiration date: 06/30/2018; device manufacture date: 1/15/2016. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had poor barrier separation and erroneous results.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for testing and upon completion, no issues relating to poor barrier separation or erroneous results were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, testing of the retain samples was conducted and no issues related to poor barrier separation or erroneous results were observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had poor barrier separation and erroneous results.